Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Stem subsided res mod 15x155 conical, had to disengage body 19x30 the sleeve separator. Would not unscrew from the handle. Could not disengage the body, went to the 15x155 stem and 19x20 body.

Manufacturer narrative:
An event regarding a seizing of the restoration modular body/stem separator was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no patient demographics or medical records were provided. Also, there is no indication that the patient factors contributed to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other events for the lot referenced. Conclusions: neither the event was confirmed nor the root could be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Stem subsided res mod 15x155 conical, had to disengage body 19x30 the sleeve separator. Would not unscrew from the handle. Could not disengage the body, went to the 15x155 stem and 19x20 body.